Event description:
It was reported that this patient had an alert on the remote monitoring system so presented to the ER. Review of the device found noise and out of range impedances. The noise did not result in any events that the patient was symptomatic with. Lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).